Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.